Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 279mg/dl. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Customer stated he obtained a high result last night, which caused him to take insulin, causing him to become weak. Customer did not seek medical attention; customer had to eat and drink to elevate his blood sugar. Customer stated he had a large dinner, dessert and snack five hours prior to testing. Customer also had a low result of 70 mg/dl, customer stated this result was due to exercising and that he is not concerned with that result. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer was not fasting at time of call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is five days. The meter memory was reviewed for previous test result history: (B)(6).